Event description:
It was reported that the patient underwent a revision procedure due to cuff erosion with an artificial urinary sphincter (aus). The aus cuff was explanted and anew aus cuff was implanted.